Event description:
On (B)(6) 2012, the reporter called animas alleging that the up arrow button has been intermittently unresponsive for the last two weeks and is getting worse with time. The reporter states that the keypad is intact, not peeling, and the device has not suffered any known trauma. The reporter states the writing is worn off the ok button, and both up and down arrow buttons. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the up and contrast buttons. Multiple button presses are required before the up and contrast buttons will engage. The down arrow and ok buttons respond to presses. There was no visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of the up and contrast button contacts.